Event description:
It was originally reported that the mattress slid off of the litter during a patient transport, resulting in adverse consequences to the patient and caregivers. Upon follow up, the user facility confirmed that there were no adverse consequences as a result. A device evaluation has been scheduled; however, not yet completed.

Manufacturer narrative:
This event was originally reported as a serious injury; however, upon follow up with the user facility it was found that there were no adverse consequences. The device evaluation is currently pending and another supplemental record will be filed when it is complete

Event description:
It was originally reported that the mattress slid off of the litter during a patient transport, resulting in adverse consequences to the patient and caregivers. Upon follow up, the user facility confirmed that there were no adverse consequences as a result. A device evaluation has been completed.

Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated. Section d has been updated to provide product information.

Event description:
It was reported that the mattress slid off of the litter during a patient transport, resulting in adverse consequences to the patient and caregivers. Further details regarding the treatment and severity of the injuries has not yet been provided. The user facility did not provide the model or serial number of the device and the investigation is currently ongoing.